Manufacturer narrative:
An event of "narrowing" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 19 mm trifecta gt valve was implanted. On an unknown date, the valve needed to be replaced due to narrowing. Abbott requested additional information but no further information was made available.

Event description:
In 2005, an avr was performed. On an unknown date that patient presented with valve narrowing. On (B)(6) 2018, the previous valve was explanted and a 19 mm trifecta gt valve was implanted. Per patient, there was no complaint on the trifecta gt valve.